Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This cas procedure was performed in (B)(6). The left cas with the protege rx was performed on (B)(6) 2013. The condition of the lesion: the plaque was slightly soft. There was a high level of stenosis, but the vessel was not tortuous. During follow up post procedure, the physician confirmed the shape of the protege rx stent was deformed 20 mm from the proximal end; it looked like a heart shape on the CT image. The physician commented a part of the cell got caught by the other side of the cell, and this might have caused the stent to deploy prematurely. The deformation of the stent was unexpected and it could not be confirmed until the CT image was taken post procedure. No other imaging was taken until the CT scanning. There was no injury or intervention; however, follow up with the patient is required.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. CT images of the deployed stent received.